Event description:
The patient "stopped receiving stimulation" from his implantable neurostimulator. The impedances were measured "between 4k-6k." A system revision was performed where the ins was explanted and replaced due to battery depletion. The patient was not injured. After the revision, the patient still had no stimulation sensation. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The implantable neurostimulator has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.